Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected investigation clinical codes. H10: corrected.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right hip was revised approximately 4 years 1 months post operation. Surgeon implanted a competitor's hip replacement system and an exactech biolox head and neck in order to resolve the patient's pain. The patient was walking when they felt their right hip give out. Subsequently, they were taken via ambulance to the hospital where x-rays revealed that the competitor's hip replacement system and exactech biolox head had a fracture of the stem component at the base of the trunnion. No further information provided.